Event description:
Information was received by a manufacture representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Medtronic representative reported that the patient saw a 'call your doctor' screen 3 weeks to a month ago. They reported that they could not interrogate the ins and the patient programmer (pp) showed a communication error. A possible elective replacement indicator (eri) was reviewed. The ins will be replaced. No patient symptoms reported. Additional information was received. Manufacture representative met with the patient on (B)(6) 2016. The representative was unable to communicate with the patient's implantable neurostimulator (ins) with the representative's clinician programmer or the patient's patient programmer (pp). A replacement is scheduled on (B)(6) 2017.

Event description:
Additional information was received. It was reported that the device had reached end of service. There was also a correction: the replacement was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.